Event description:
During a colon dilation, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. It was reported [that the] balloon [catheter] was dry and breaking easily. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the video provided with this report because the product said to be involved was not provided to cook for evaluation. Our evaluation of the video provided confirmed catheter breakage when being manually folded by the user. A cracking noise can be heard on the video as the catheter is folded multiple times. Folding of the catheter in this manner does not represent normal use. There is no evidence of device failure when the device is not mishandled. No additional details can be determined from the video. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the video provided confirmed catheter breakage when manually folded by the user. This does not represent normal device handling. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.